Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter was testing is settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issue occurred on (B)(6) 2016 at 11 am. The patient stated she manages her diabetes with other diabetes medications (metformin). The patient confirmed that she did make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient increase her dose of medication, 2,000ml. The patient claims she developed symptoms of dizziness, nauseous, headache, rapid heart rate and blurry vision 3 days after the product issue; however the patient denied receiving medical treatment. At the time of trouble shooting, the cca walked through a retest with the patient and the issue was not resolved; hoverer the cca did confirm the patient was using the incorrect test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe high blood glucose excursion after the alleged inaccurate low issue began.